Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Medical records were received and reviewed. According to the medical records, the pt was reporting problems with depth perception at approximately three weeks postoperatively. The surgeon reported that initially the pt's visual acuity was good, but then it worsened. He reported he was measuring more cylinder than peroperatively. In a follow up, the surgeon reported he does not feet the lens caused or contributed to the event. The event continues.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).